Event description:
The doctor reported that healing abutment does not screw on the implant, dental position reported is 26. The doctor confirmed he could complete the surgery by placing another healing abutment.

Manufacturer narrative:
A zimmer healing collar was returned for inspection. A visual inspection revealed minimum wear and bone tissue on the hex surface. A device and complaint history record review was performed which shown no related non-conformances and/or additional complaints against the product lot. The mating implant was not returned there for the complaint could not be confirmed and a technical root cause could not be determined.